Manufacturer narrative:
Results: the returned ace68 was fractured at approximately 99.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a mid-shaft fracture. This damage is typically a result of forcefully retracting the device against resistance. If the device is retracted against resistance at an extreme angle outside the patient body, damage such as a kink and subsequently a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using penumbra system ace 68 reperfusion catheters (ace68), a neuron max 6f 088 long sheath (neuron max) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician completed the first pass using the neuron max, ace68 and 3maxc. During the second pass, the physician experienced resistance while retracting the ace68 and subsequently, the ace68 separated at the midshaft; therefore, it was removed. The procedure was completed using another ace68, the same 3maxc and neuron max. There was no report of an adverse effect to the patient.